Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a tram flap procedure on (B)(6) 2010 and the mesh was implanted. For approximately 4-5 years the patient has been having severe abdominal pain. The mesh has to be removed. The doctor opined that to remove this mesh is a very complicated surgery and suggested with steroids injections in abdomen and pain management. The patient is seeking to remove the mesh.